Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low pacing impedance measurements out of range, and noise oversensing on the right atrial (ra) lead. Technical services (ts) reviewed and provided assistance. Ts stated the lead integrity is likely comprised. This device remains in service. No adverse patient effects were reported.